Event description:
Additional information was received indicating the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
During a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead suspected to be due to non-confirmed lead damage. Provocative testing was performed and the noise was able to be reproduced. X-ray imaging was performed and no abnormalities were noted. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition.